Event description:
A pt reported through the us specialty pharmacy (B)(6) that her rechargeable battery pack was fried. The pt said, it smelled like it was burning and had singe marks on both sides of the battery pack. The pt also said, the tyvaso unit itself leaks periodically from the back of the unit. The opti-neb sticker on the back was coming off because, it was leaking. The pt was not over filling the device as she was using a measuring cup to fill the machine. MFR report #: (B)(4). Initial reporter: consumer, reporter details withheld, USA.